Manufacturer narrative:
The customer stated that they changed their disinfectant solution to one which contains benzalkonium. Per the rp500 operators manual, benzalkonium is a known interfering substance to the na sensor and should be avoided. The customer replaced the measurement cartridge and changed the disinfectant to one without benzalkonium to resolve the issue.

Event description:
The customer reported low sodium results on the rp 500 after they changed their disinfectant solution to one which contains benzalkonium. There was no report of injury due to this event.